Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went through 3 infusion set changes that were not delivering insulin. Customer reported that the two no delivery alarms occurred while attempting to administer a bolus. Customer was reporting a past event. Customer reported that after removing the infusion set, they found the infusion set cannula bent. Customer reported that the no delivery alarms and problem delivery insulin was resolved by another infusion set change. Customer's blood glucose level at the time of the incident was 205 mg/dl. Customer is expected to return two infusion sets.